Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the superior vena cava defibrillation coil was variable. Information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the patient was seen in clinic and the svc (superior vena cava) alert's upper limit was increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a svc (superior vena cava) lead impedance was trigger on the right ventricular (rv) lead for high svc coil impedance. It was also noted that there were two short v-v intervals and the spurious impedance jump over time. The rv lead remains in use. No patient complications have been reported as a result of this event.